Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The sample was pressure tested and leakage was evident. The root cause of the event is unknown, thus reference codes results and conclusions. Terumo is in the process of working with the tubing supplier regarding pump issues. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a tubing rupture in the cardioplegia pump boot. The product was changed out, there was 15 ccs of blood loss, and surgery was completed successfully. There was no observed harm to the patient.